Event description:
It was reported that the insulin pump alarmed after a battery change. The customer did not know the blood glucose reading. She was advised that the insulin pump had experienced an unexpected restarted. She also reported that the insulin pump sustained physical damage to it. She stated that the battery compartment was cracked after the device had been dropped. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, cracked display window and cracked case near display window corners were noted during a visual inspection. The device alarmed after a battery change due to a broken solder joint on the interface board.